Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 03/19/2026, it was reported that at 11:00pm the dexcom showed 256 mg/dl but did not hear any alarm from the mobile app. The patient experienced loss of consciousness and sweatiness. The partner called an ambulance and the patient was taken to the hospital and treated there with IV fluids and saline. The patient was admitted for more than 24 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced loss of consciousness and sweatiness. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. The patient was taken to the hospital and treated there with IV fluids and saline. The patient was admitted for more than 24 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.